Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and intermittently decreased r-waves. It was noted that this noise was not sensed by device and impedances were within normal limits. Isometrics resulted in no change in noise. Boston scientific technical services (ts) noted this may be due to the set screw or connection, and advised to check lead diagnostics via a pacing system analyzer (psa) during lead revision and then re-insert the rv lead into the lead port using recommended techniques. Additional information received indicated that the cause of the rv noise was undetermined, and the rv lead was repositioned. It was noted that following the rv lead revision, no further noise was observed. No additional adverse patient effects were reported.